Event description:
Boston scientific received info that this right atrial (ra) lead exhibited loss of capture at normal pacing outputs. Capture was able to be achieved at maximum outputs. The pt underwent a lead revision and this product was surgically abandoned. It was also reported that the sensing amplitude was not stable and sensing was not optimal. The threshold was 1.1 to 1.2 but for some reason had experienced a dramatic spike. The pt experienced hypotension and dizziness with the loss of atrial ventricular synchronization. Once restored, the pt's blood pressure went back up and the pt was feeling better. No further complications have been reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.